Event description:
The customer contacted physio-control to report that their device was stuck in the start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer. The device was scrapped by physio.

Manufacturer narrative:
Physio-control performed an initial assessment of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was stuck in the start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.